Manufacturer narrative:
A complete lead was returned for evaluation without the associated connector sleeve. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device, but failed insertion test into the test connector sleeve. The may have contributed to the reported field events of high impedance and failure to fit connector sleeve onto lead.

Event description:
Related manufacturer reference numbers: 2017865-2021-31868. It was reported that the patient presented in clinic for generator upgrade. During the implant of the left ventricular (lv) lead at posterior lateral coronary sinus branch, the physician failed to advance testing tools into the lead. It was also found that the lead exhibited high out-of-range pacing impedance when connected to the pacemaker. The lead was not used and an alternate lead was attempted to be implanted. It was then found that there was insulation damage on the alternate lead. The procedure was completed using a second alternate lead on (B)(6) 2021. The patient was stable pre, during and post procedure.